Manufacturer narrative:
If addtional information is received which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
(B)(6) was in (B)(6) in an incore lapidus case and the compression-distraction fixture would not compress. Liza called during the case and we determined the head of the compression screw was stripped. We tried adding gauze to add resistance but ended up having to talk through replacing the screw with the screw from the other compression frame. This delayed the case approximately 20 minutes.